Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed message codes "status 90" and "status 110". The complainant indicated that there was no pt involvement in the reported failure.